Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: a review of the alarm history indicated multiple call service 088 alarms had occurred. The pump powered on with no alarms. The pump was set up for a 24 hour exercise test and after an hour a call service 088 alarm occurred. The pump casing was opened and moisture damage was observed on the pcb. Unrelated to the original complaint, investigation revealed that the pump casing was cracked near the top right corner of the display and that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.